Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose in the low 40 mg/dl. The customer stated that she had a seizure but can not remember anything else. The customer was admitted to a hospital at 4 am and was treated for her low blood glucose with food and IV. The customer turned down assistance with trouble shooting and stated that she probably did not calibrate the device right. The customer was advised to contact the hotline if she had any future issues with her insulin pump. No further information was provided.